Event description:
A facility reported incorrect processing practice with their two aer automatic reprocessors. The facility stated that the incorrect technique on the two machines covered an indefinite period of time. The facility stated they were processing ercp scopes with elevator channel in the aer. These scopes are not to be processed in the aer as profusion through the channels for high level disinfection of the scopes is not guaranteed. The facility stated there have been no patient injury or harm reported due to this user error. The staff have been re-trained by and asp clinical educator on the proper processing techniques. This is report two of two.

Manufacturer narrative:
This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2150060-2011-10008 and 2150060-2011-10009.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR was not reviewed as the issue was determined to be related to use error and not a manufacturing related issue. The service and complaint history review ((B)(4) 2011), this unit per account history has not observed a significant trend of this same issue. Trending analysis (cpuy complaint per unit year chart) for the problem code sterility claim(s) and hr-procedure related did not reveal a significant trend over the past 12 months. The shuma (system hazard use misuse analysis) was reviewed for patient infection due to incorrect ancillary equipment use. The hazard/risk index was 5, which indicates the associated risk is as low as reasonably practicable (alarp). The root cause of the issue was determined to be use error of incorrect processing of the scope. The issue was resolved by the account executive educating the customer to proper processing techniques.